Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the pt transfer the sling strap stitching failed and the pt slid back into the wheelchair with carer support. No injuries were reported as a consequence of the event. When reviewing similar reportable events, we have found a small number of cases with similar fault description (strap stitching on active sling that holds the sling to the lift has failed completely). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (sara plus) and the sling was being used for pt handling at the time of the event. The lift and the sling which work as a system were found to have not been to spec when the event took place. The lift device was not inspected, but no malfunctions were indicated on the sara plus lift that could have caused or contributed to the event. From the info received and from the attached photos, it can be assumed the loop that is there to hold the sling on one side to the lift and lift cord has failed through its stitching and has come away. Moreover, in accordance to photos attached to the complaint the sling was mfg in (B)(4) 2009. As indicated within IFU for lift device: the expected operational life for fabric stretchers is approx 2 years from date of purchase. This is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling could exceed its expected lifetime and should not have been used. Compared to the amount of sold devices and in comparison to their daily use and their only four possible related cases found over a period of 5 years, indicates this is not likely to be a systematic production or design issue. The pictures and indications received do not appear to point to a problem during the washing process, also any failure mode from this would have been likely to have been detected before use. The possibility that the strap stitching failed is that something occurred during use to cause this event. Therefore, it appears likely the sling was stuck during the lifting process, which caused the stitching failure. A typical characteristic of an event where the sling is stuck by an object at the beginning of a lifting cycle is that if there is any drop, it occurs from a low height and in the very early stages of the lift. This is what is described to have occurred here. In our conclusion we can state that since the strap broke, this appears to be an indication of the strap being broken due to the application of outside force that causes the break. However, we do not have enough info to indicate this as a certainty. After this review, we can state the event outcome of the breaking off the strap, however it took place, is not likely to happen when following the device labeling or the IFU. Therefore, we find it likely that the strap broke due to the combination of a worn sling (exceeded its lifetime) and the strap suffering stress that is not likely to be encountered during on-label use. Our conclusion is that the incident happened due to IFU not having been followed on several points. This constitutes a use error. No training data for the involved staff could be provided by the facility. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).